Event description:
Additional information received indicated that the patient's right atrial lead exhibited high capture threshold. The patient's condition was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's had infection. It was also reported that the patient's right ventricular (rv) and right atrial (ra) leads had insulation damage. The patient also had experienced syncope. The pacemaker, the rv and the ra leads were explanted due to the infection. Patient status was unknown.